Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was unable to perform download and blood glucose meter test due to button keypad anomaly. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported that the customer had issues with the button on the pump. Customer was trying to get a bolus and the button stopped responding. Customer's blood glucose was 9.2 mmol/l. Customer was advised to disconnect from the pump and revert to a back-up plan. Customer agreed and will keep the pump for 5 days before returning. Customer stated that they could not upload to carelink. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.